Event description:
The advocate alleged that the customer performed control tests and received results that were high, out of specification. The information obtained during the initial call did not meet the criteria to be reported, but the test strips were returned for evaluation. Replacement test strips had been sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 (confirms exposure to moisture) and 451 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.